Event description:
Clinician logs were analyzed to find the patient¿s ipg is in service app state that could not be recovered by the software update. The patient is awaiting surgical intervention.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient placed the ipg into surgery mode prior to an unrelated surgery that occurred on (B)(6) 2018. Postoperatively, the ipg would no longer communicate with external devices and the patient lost stimulation. Troubleshooting attempts thus far have been unsuccessful.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg with a new model.